Event description:
It was reported that following deployment of an angio-seal device manual pressure was required to achieve hemostasis. The groin looked fine and pedal pulses were detected by doppler. There were no consequences and the pt was discharged four hours post procedure. The pt presented to the hosp the following day with cramps in their right leg and a cold right foot. Pulses were not detected by doppler and the pt was seen by the deploying physician. Ultrasound doppler and magnetic resonance angiogram revealed a blocked superficial femoral artery and evidence of embolus distal in the tibioperineal trunk and the anterior tibial trunk. The pt was transferred to surgery where the collagen was found inside the artery. A thrombectomy and embolectomy were performed and the pt is reportedly recovering.